Event description:
It was observed that during the device evaluation, the flex video scope exhibited damaged charged coupled device unit, and foreign objects on the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charged coupled device (ccd) unit, a noise image occurred (poor quality image). The most probable cause was traced to component failure. The most probable cause of the foreign objects on the light guide (lg) lens was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.